Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01065, version: (B)(4). A representative went to the site to preform a system check out. It was reported that they could not send multiple images, unless they send one first. The issue could not duplicated and there were no parts replaced. The representative verified that the connections were good as well as the bulkhead was not damaged. Verified dicom ping and that the system can send images to the navigation system. Connection to the representative's laptop. System checkout was completed and the system is operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site is having difficulty sending images to electronic picture archiving and communication systems (B)(6). There was no patient present when this issue occurred.